Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had no sinus rhythm and electrograms revealed loss of capture and asystolia. The patient presented to the hospital and increased pacing thresholds and intermittent loss of capture were noted. The device pacing output was increased. The patients medical condition was good.